Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital after receiving a shock. It was determined the patient received inappropriate anti-tachycardia pacing (atp) and 1 shock as a result of right ventricular (rv) lead noise. It was also noted the rv impedance was out of range. The device is currently programmed to monitor only. The patient plans to follow-up with his normal cardiologist. It was noted there were no pauses in pacing. The patient is less than 1 percent paced in both chambers. The patient's ejection fraction has improved. The patient was sleeping at the time of the event. Additional information was received that there was no change in the rv pacing impedance during this patient's emergency room visit. A review of the lead trend data showed a few rv pacing impedance measurements that were greater than 2000 ohms. Fluoroscopy and x-ray were performed, but there were no obvious signs of damage. It was noted that some low amplitude noise was reproducible with isometrics. The root cause for the clinical observations remains undetermined. The patient was referred to another hospital for potential revision. At this time, reasonable evidence suggests this ICD remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead were explanted and replaced. It was suspected the previously reported clinical observations were due to lead fracture. This, however; was not confirmed. No additional adverse patient effects were reported.